Event description:
It was reported that during a da vinci si hysterectomy procedure, a char was observed on the monopolar curved scissors instrument when it was removed from the patient. The distal tip of the instrument was also observed to be melted and have a crack. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
On (B)(6) 2012 intuitive surgical received the returned mcs tip cover accessory used in conjunction with the monopolar curved scissors (mcs) instrument. Engineering evaluation found that the tip cover has a .030 x .050 oval shaped hole in the silicone. The hole is located .500 above the silicone to sleeve interface. The silicone exhibits localized melting around the hole, indicative of arcing. With tip cover installed on mcs instrument the hole position is near grip cable and distal clevis ear. Intuitive surgical has submitted manufacturer report 2955842-2012-00312 concerning the tip cover accessory.

Manufacturer narrative:
Since the instrument has not been returned for evaluation, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if additional information is received.

Manufacturer narrative:
This MDR is being submitted for retrospective activity performed relating to field action (B)(4) to investigate micro-cracks on the monopolar curved scissors instrument. These types of micro-cracks will not lead to mechanical failure of the instrument; however, there is a potential for insulation failure after reprocessing, resulting in a pathway for electrosurgical energy to leak to tissue and potentially cause unintended injuries. The location of theses micro-cracks is confined to 2 cm of the distal end of the instrument shaft. This instrument was inspected as part of this retrospective activity and found to contain cracks on the instrument main tube.

Manufacturer narrative:
On (B)(6) 2012, the following medwatch report was received from (B)(6): at approximately 0900 circulator and scrub noticed an electrical burning odor while the surgeon was using monopolar scissor 311 and notified surgeon. Assistant removed trocar with arm attached and discovered scissor arm damaged and melted. Case converted to laparoscopic. Tissue on uterus charred. Case was a robotic assist hyst. Product will remain with hospital risk management pending further review. On (B)(6) 2012, (B)(6) in risk management at (B)(6) indicated that during the da vinci s hysterectomy procedure, while the surgeon was dissecting the patient's vaginal cuff using the monopolar curved scissors (mcs) instrument arcing to the patient's uterus occurred, causing charring to the patient's uterus, which was being removed. (B)(6) indicated that to the best of her knowledge, the surgical team did not experience any issues with the da vinci s system prior to the arcing event; however, the planned surgical procedure was completed using laparoscopic techniques due to the damaged condition of the mcs instrument and it was unknown at the time of the event if any harm or injury to the patient occurred. (B)(6) also provided the following additional details: the monopolar curved scissors (mcs) instrument and mcs tip cover were inspected prior to use and there was no damage found. The monopolar curved scissors instrument made contact with another instrument used during the surgical procedure. The cannula was inspected prior to use. The esu generator used during the surgical procedure was a valley lab, force, fx and the settings were coag 90, cut 90. The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the main tube was found broken located slightly below the proximal clevis. The broken main tube can be rotated 360 degrees; however, it still remains intact with the instrument. The broken area shows signs of arcing due to localized melting. Engineering concluded that the damage was likely due to excessive side loading or other type of misuse. The instrument also passed electrical continuity testing. Engineering evaluation of the mcs instrument also found black char marks on the blade tips. The surface of the blades exhibit burnt material, indicative that unintended arcing occurred. Tube reinforcement ring also shows peeling off of surface material. On (B)(6) 2012 the site's da vinci s system was inspected by an isi field service engineer (fse) and found no issues. Functional testing of the system found that it functioned within specification. Isi's regional fse manager also met with (B)(6) and members of the surgical staff present during the surgical procedure and they indicated that the patient involved had a tight anatomy and that the surgical staff observed that the mcs instrument exhibited excessive torquing. Based on the additional information provided by the site, the regional fse manager has concluded that excessive torquing of the mcs instrument caused the instrument to break, which allowed energy to escape and arc to the patient's uterus, which was being removed. The instruments and accessories user manual specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.